Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic for normal follow up. Review of the egms showed crosstalk. Lead dislodgement was suspected. Patient to be sent for imaging and possible lead replacement. .